Manufacturer narrative:
(B)(4).

Event description:
It was reported that during installation of 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Unique identifier (UDI) added. Correction: contact information PMA/510(k) #, evaluation codes after additional review on (B)(4) 2018, the repair information was available at the time of the initial MDR; however, was not included. Repair information provided below. Device evaluation: a service engineer (se) inspected the device and reported that the graphical user interface (gui) printed circuit board (pcb) was replaced to resolve the reported issue. Per review of the replaced component details as well as from what was received at medtronic for further evaluation, it was identified that the breath delivery (bd) pcb was actually replaced to resolve the reported issue. The evaluation for the received bd pcb has not yet been completed at this time. Once the evaluation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the breath delivery xena ii printed circuit board was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test generating a graphical user interface (gui) inop condition. The fault was isolated to component reference designator u6. If this failure occurred during ventilation, the ethernet communications link between the gui and bd pcb's would not function. This would in turn generate a gui inop condition with all the appropriate audio and visual alarms enunciated. The ventilator would continue to ventilate the patient at the last entered settings. If information is provided in the future, a supplemental report will be issued.